Manufacturer narrative:
(B)(4) this report was not associated with a human patient. Results is based on returned sample evaluation; based upon evaluation of reserve samples and quality records. Conclusions is based on the returned sample evaluation; based upon evaluation of reserve samples and quality records. The detached portion of the involved device was returned and evaluated. Careful examination of the involved sample confirmed that the catheter tubing had been detached along a relatively straight line at the point of separation. This appearance is consistent with the catheter tubing having been severed by a sharp object, such as scissors. Retention samples were examined and tested. All samples tested were confirmed to be properly assembled and met the performance specifications. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined, the event description and the appearance of the involved sample are most consistent with the catheter tubing having been damaged by contact with a sharp object, such as scissors, during the bandage removal process. There is no indication that there was any relation to a device defect or malfunction. All available information has been placed on file in quality assurance for tracking, trending, and follow up. (B)(4).

Event description:
The user facility (a veterinary clinic) reported that the distal portion of the IV catheter tubing was noted to have been detached following a surgical procedure. The contact at the veterinary clinic stated the following during additional communication: the IV catheter reportedly "ripped" at a point approximately 3/4 of the length away from the luer hub during removal; the detached distal portion of the catheter was surgically removed; and the dog was reported to be fine with no adverse effects from the event.